Manufacturer narrative:
Additional information: b5 b5: it was reported that the patient experienced yellowish fluid. The patient was not hospitalized for the event and has recovered. Ceftriaxone was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with ceftriaxone injection (1 gram, route, duration and frequency not reported) and vancomycin injection (1 gram, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient outcome was unknown and pd therapy was ongoing. No additional information is available.